Event description:
It was reported that the left ventricular (lv) lead could not fixate. A "considerable amount of time" was spent accessing the target vessels before the lv lead was even attempted. After four or five attempts, the lead was removed and another lead was used instead. The physician elected to use another lead and did not register a complaint against the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).